Event description:
The customer received questionable d-dimer quality control and patient results when comparing two different lots of reagent. He provided d- dimer results for six patients, results for four patients were discrepant. Patient 1, initial result 0.29 ug/ml, repeated twice gave 0.367 (using reagent lot 618308) and 0.250 ug/ml (using reagent lot 621678). Patient 2, initial result 0.59 ug/ml, repeated twice gave 0.555 (using reagent lot 618308) and 0.429 ug/ml (using reagent lot 621678). Patient 3, initial result 0.50 ug/ml, repeated twice gave 0.441 (using reagent lot 618308) and 0.333 ug/ml (using reagent lot 621678). Patient 4, initial result 1.03 ug/ml, repeated twice gave 1.069 (using reagent lot 618308) and 0.883 ug/ml (using reagent lot 621678). It is unknown which d-dimer results were reported outside the laboratory. No adverse events were reported. The analyzer used for testing was an analytical p module, serial number (B)(4). The investigation concluded a shift was present when using biorad and roche controls, however, roche controls were within roche specified ranges. The customer was advised to contact biorad to discuss biorad specific issues as they relate to this case.

Manufacturer narrative:
This event occurred in the (B)(6). (B)(4).